Manufacturer narrative:
Continuation of d10: product ID a820 lproduct type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 7. The indication for use was non-malignant pain. The patient was inquiring about deleting data when the handset becomes slow and takes a long time to deliver a bolus. The patient stated that for the past two months since they had been implanted, the handset had been getting slower, taking up to 10 minutes to deliver a bolus. One of the nurses who refilled their pump cleared the data this morning, and since then, the patient has been able to receive a bolus without any lag. The agent reviewed the data and assisted the patient with deleting it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they had ¿cleared the cache¿ because it was running slow to do a bolus and when they tried to use it again, they got error code 156 (application restarting due to system error). The agent reviewed the meaning of code and how to close out of the application.